Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, the sds was not returned for a thorough analysis. It was reported that the sds would not cross the lesion and that upon removal, it was noticed that the stent had moved proximally on the balloon. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology and patient disease state. It appears that the inability to cross and subsequent stent movement may have been due to an interaction with the anatomy; however, a conclusive root cause cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent/no medical intervention, has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that after predilation was performed, the vision 3.0 x 15mm stent delivery system (sds) would not cross the lesion. When it was removed from the body, the stent had moved. The stent implant had moved proximally for about 3mm to 4mm. No additional event or patient information is available.